Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
Doctor of ophthalmology reported an unexpected postoperative refraction after a cataract surgery. The patient was able to accommodate to the refractive difference. Additional information has been requested but not received to date. This is one of two reports being filed for this patient. This report is for patient's left eye (os).

Manufacturer narrative:
Additional information has been incorporated: evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon who reported that postoperative refractions were not in accordance with the expectations. In surgeon's opinion the device caused or contributed to the event. No patient hospitalization, therapies or unplanned surgical intervention were required to treat the event.